Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent damage, failure to deliver the stent). (Target lesion exhibited severe calcification). (Use of force to advance the device).

Event description:
The physician intended to use a 3.0 x 38 mm resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the mid rca. The target lesion exhibited 80% stenosis and severe calcification. Lesion pre-dilation was performed. Approximately 20% stenosis remained following pre-dilation. Resistance was encountered during the attempt to advance the resolute integrity device and force was used in the effort to advance. The device failed to cross the lesion and was removed. The stent was observed to be damaged on removal. The procedure was completed successfully using another resolute integrity stent. The device had been inspected prior to use with no abnormalities noted. Post procedure patient status was reported to be good and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. A number of struts on the 1st proximal stent segment were raised and overlapping. A number of struts on the 9th, 10th and 16th proximal segments were partially raised and deformed.